Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 patients implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their patient population, and how these influences affected the patient's lives and other healthcare-related conditions. Reportable event: two patients experienced worsening of symptoms after working with an electric network, close to high-voltage lines. The device, with enabled magnet control, had been unintentionally deactivated.

Manufacturer narrative:
(B)(4).